Event description:
In 2008, the sales representative reported a bacfix revision and posterior lumbar interbody fusion (plif) procedure was performed due to severe stenosis. The surgeon was explanting bacfix from an initial surgery in 2004, and implanting sequoia. Additional information received in 2008 via telephone, the sales representative reported that the patient had pseudoarthrosis and very hard bone. There was a 30 minute extension of surgery due to issues with the sequoia driver. Incompass screws were implanted. There was no report of patient injury.

Manufacturer narrative:
Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending upon the return of the product.